Manufacturer narrative:
The customer stated that due to the unit no longer being in warranty the suspect faulty part was disposed of an will not be returned. Due to the material not being returned an investigation could not be performed.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while using the ventilator with pc-a/c mode, a "circuit failure" alarm occurred. Upon inspecting the ventilator the engineer found the inspiratory hold valve was out of shape. The incident occurred during inspection and there was no patient involvement.